Manufacturer narrative:
.

Event description:
It was reported that the patient's symptoms were significantly improved for the first two months after implant. Since then the patient has felt shocking sensations approximately every 15 to 35 seconds. Further information is being requested from the hcp.